Event description:
It was reported that the patient experienced pyelonephritis. Sign and symptoms associated with the event were bilateral flank pain with ¿left greater than right¿, dysuria and polyuria. Urinalysis was positive for urinary tract infection. Bilateral renal ultrasound with bladder was however negative. IV cipro was administered and in-patient hospitalization was required. Per the patient¿s healthcare provider, the infection was not device related as the patient had previous kidney infections. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v686988, implanted: (B)(6) 2011, product type lead. (B)(4).